Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided. Patient's age not provided. Reporter's email not provided. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvwb8) collar was deformed. The implant was removed. Tooth location 19.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation visual inspection of the as returned product identified wear and debris about the implant threads, and the collar is noted to be chipped on the outer edge. The internal drive feature is partly worn. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report, d4: device expiration, d4: (B)(4), g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.